Manufacturer narrative:
The manufacture's field service engineer (fse) was dispatched to the site. Fse identified that there was no power to the unit. The power supply assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned power supply assembly revealed no evidence of damage or contamination. The power supply assembly was installed in the fi test ventilator. An operational test was performed and failed. No ac led indicator activated. The ventilator power up from the backup battery and delivered breaths. However, the ventilator shutdown when transition from battery to ac when ac is applied. The power supply was attached to the 100vdc power supply. Using the oscilloscope, the signal at the junction of r91 and the positive lead of c56 was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.44v.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not powering on. Customer reported there was no patient involvement.